Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision due to the atrial lead exhibiting noise and low impedance. It was noted that the patient experienced presyncopal episodes while temporarily being reprogrammed due to the lead noise. The lead was capped and replaced. There were no adverse consequences to the patient. The patient was stable post procedure and would continue to be monitored.